Event description:
The dynaflex device was removed from the pt and a malleable device implanted "due to diabetic neuropathy; pt unable to pump the dynaflex device. Device was functional, several needle holes resulted from suture placement during revision."